Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with taking the first spin. The site was unable to take x-ray scout shots. It was known that the site had rebooted the system while around the patient and performed a successful spin. The system was brought back in for a confirmation spin and the spin terminated early and then a loud popping noise came from the gantry. There was less than an hour delay in the case. No impact on patient outcome. Additional information was received stating that the site was able to take the final spin.